Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 571 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a lack of spasticity control dating back several months, which was worsening of late. The hcp had altered the delivery of medication to flex dosing, which seemed to help until (B)(6) 2016, when the patient became much worse and was admitted to the hospital with severe spasticity. No fever or severe withdrawal symptoms were noted. No environmental, external, or patient factors may have led or contributed to the issue. A regular x-ray was normal and a dye study was performed with thoracic contrast seen, but it was not a "perfect spread of dye". No alarms were noted. The hcp performed a lumbar puncture and administered 100 mcg of baclofen that provided excellent relief on (B)(6) 2016. The patient was then taken to the operating room and the pump and catheter were replaced on (B)(6) 2017. It was unknown if the issue had resolved and the patient was noted to be "alive-no injury". It was asked that the manufacturer analyze the contents of the pump for any factors related to the drug as they wanted to rule out a drug issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Returned pump analysis found no evidence of anomalies. Returned catheter analysis found no significant anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-feb-10 reported the pump had been returned.